Event description:
It was reported by the customer that during a wisdom tooth extraction, the drill and bur guard overheated and caused a small burn to the pt's lip. The burn was a small blister and they considered it to be very minor in that it was possibly not even a first degree burn. The burn was treated with antibiotic ointment and no prescription was provided to the pt. They do not expect the burn to need additional or continuing treatment and no scar is expected. The handpiece used in this reported event was exchanged for another handpiece, and then the case was completed. The customer reported the bur guard to have an expiration of 1/08.

Manufacturer narrative:
As of 08/21/2009, the bur guard has not been returned for eval. No conclusion can be drawn.